Event description:
A cracked or shattered touchscreen was reported, rendering the touchscreen unresponsive and illegible. There was no adverse impact to the customer's blood glucose level. The customer planned to continue using their current pump and was informed that a replacement pump with updated software would be sent. Tandem technical support provided instructions for placing the current pump in storage mode and returning it, which the customer understood and acknowledged. The replacement pump would not be available for upload to tandem source for 48 hours, and no signature was required for delivery.